Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the cause of the battery depleting before expected was due to the patient needing bi-polar and high energy settings for symptom control. The hcp reported that a rechargeable battery was placed to increase the longevity in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient's inss only lasted for about a year, and they were expecting they would last 3-5 years. The healthcare provider (hcp) did not have settings available that the patient was on in order to run longevity calculations. Both of the devices were replaced. The issue was noticed in a clinic visit of (B)(6), when it was noticed one of the patient's devices had a low or dead battery. There were no symptoms reported. No further complications were reported.